Manufacturer narrative:
The suspect medical devices were not returned to olympus for evaluation/investigation, since they were reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, a material or quality problem can be excluded, since a manufacturing and quality control review was performed for the affected lot number of the hf resection electrodes without showing any abnormalities related to function and safety. The case will be closed from olympus side with no further actions, but the reported phenomenon will be recorded for trending and surveillance purposes.

Event description:
Olympus was informed that during a transurethral resection of the prostate (turp) procedure, the roller at the distal end of the hf resection electrode broke off. The hf resection electrode was then replaced but the roller broke off again. It is unknown whether the rollers fell inside the patient and if they were retrieved. However, the intended procedure was successfully completed with another hf resection electrode and there was no report about an adverse event or patient injury.